Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The customer verified o2 leak from top of regulator. The customer ordered and replaced the regulator. The unit passed performance verification testing (pvt). No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer requested support. No patient involvement or harm reported.